Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: failure to advance: the cause of the failure to advance is patient condition due to the patient's severe anatomy of aorta and tortuosity.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was to be implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. The impella cp was unable to advance into left ventricle due to severe anatomy of the aorta. Multiple attempts to advance were unsuccessful post balloon aortic valvuloplasty. The decision was made to abort the impella. No harm was caused to the patient per the team. The plan was to proceed with high-risk percutaneous coronary intervention with intra-aortic balloon pump.